Event description:
It was reported that during a left common iliac stenting treatment procedure, stent deployment and placement difficulties occurred. The physician experienced difficulty while attempting to deploy the symphony stent. When the stent deployed, it jumped beyond the target lesion and was completely deployed at that site. The physician was unable to pull the stent delivery catheter out of the 7f introducer sheath, therefore, he removed the catheter and the sheath together as a unit. The procedure was successfully completed with another manufacturer's device. It was reported that there were no injuries or complications for the patient. Patient status is reported as "stable."